Manufacturer narrative:
The reported malfunction could not be reproduced. Once received by conmed, the suspect product was subjected to an electrosurgical unit interface test. This test replicates actual use, and the returned product passed. The returned sample did not activate on its own. However, once the pencil was opened, it was noted that there was dried blood on the internal components. We cannot conclusively determine if this was the cause of the reported malfunction. But, our instructions for use states that, "the goldvac pencils are not intended to suction fluids from the surgical site."

Event description:
The goldvac activated on its own in the holster. Then when it was pulled out to investigate, the handpiece continued to activate even though the switch was not depressed.